Event description:
A customer reported an issue where the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to remove the case from the pump, inspect for any housing damage, and remove an o-ring from the pneumatic tap. They cleaned the area and confirmed that the cartridge o-ring was undamaged. The customer successfully reloaded the original cartridge and was able to resume insulin therapy.